Event description:
It was reported that a patient presented with far r wave over-sensing noted on the patient's implantable cardioverter defibrillator resulting in inappropriate mode switch. Corrective programming changes were recommended. No adverse patient consequences were reported.